Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. Replacement charging cable was sent to the customer to address the issue. The customer declined further follow-up from tandem technical support regarding the issue, therefore no additional information was obtained. There was no adverse impact to the customer's blood glucose level.